Manufacturer narrative:
Recall: 1627487-12192011-03-r. This ipg serial number was included in field advisories. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was unable to establish communication between his ipg and external devices. It was noted the patient's ipg was inoperable. In addition, the sjm representative met with the patient and confirmed the issues. It is unknown when the patient last recharged the device. Subsequently, the patient underwent surgical intervention where the ipg was explanted and replaced. The patient reported satisfactory therapy postoperative.